Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator generated alarms for low o2 concentration during patient treatment. There was no patient harm. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc. 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). The user facility performs service of their ventilators by themselves and did not request any service. It has not been communicated if any parts were replaced or not. The investigation of the provided ventilator logs confirms the reported event of low o2 concentration. Alarms for low o2 concentration were generated on the reported event date. The logs do not contain any technical error code indicating a ventilator malfunction at the time of the event. The ventilator passed pre-use check prior to the start of ventilation. Since no parts were returned for investigation, the root cause of the reported alarms has not been determined.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).